Event description:
Paramedics attended to a person diagnosed as asystolic. External pacing was administered and mechanical capture was achieved. Pacing allegedly stopped when either the device or the therapy cable connection was bumped. The operator used a spare therapy cable and pacing again reportedly stopped when either the device or the therapy cable connection was bumped. The pt was delivered to the hosp e.r. The pt was pulseless upon arrival. The pt's outcome was not known.